Manufacturer narrative:
Block b3: exact date unknown, event occurred last october 2024.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient also reported pain and weakness when the stimulation was turned on. The patient underwent a spinal cord stimulator (scs) explant procedure wherein all device components were removed.

Event description:
It was reported that spinal cord stimulation (scs) patient experienced inadequate stimulation. Patient also reported pain and weakness when the stimulation is turned on. The scs is turned off and the patient underwent an explant procedure where everything has been removed.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.